Event description:
The physician reported he could not get the detachable coil to enter into the microcatheter during an endovascular embolization. The physician attempted to use another similar detachable coil in the microcatheter, that resulted in the same phenomenon. The physician used a third detachable coil that successfully entered into the microcatheter and completed the procedure. There was no allegation of harm.

Manufacturer narrative:
Boston scientific conducted a review of the device history record (DHR) and no issues or discrepancies were found which could potentially relate to the reported event. The device in question was returned to boston scientific for investigation. The investigation revealed the device's tfe tubing was stretched, and covering the inner coil. The stainless steel coil underlying the tfe tubing was slightly stretched. The main coil was separated from the pusher wire at its detachment site. Due to the fact that the tfe tubing was over the inner coil and pet junction, the tfe tubing was holding the main coil. The pte appeared to be loose. The main coil was slightly stretched. The identify of the microcatheter used during the procedure is unknown. Therefore, the ID of the catheter could not be confirmed to be appropriate for the microcatheter. Is not known whether the stretching of the tfe and separation of the coil were present prior to catheter insertion, or happened as result of removal from the microcatheter after unsuccessful introduction. Therefore, boston scientific could not conclusively determine what caused the user's experience.